Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and no problems were identified. The reported issue was not confirmed.

Event description:
It was reported the device was being tested prior to use and the "no disposable" alarm occurred with disposable attached. No patient involvement.